Manufacturer narrative:
The company service rep examined the system and could not duplicate the system message reported. The system message was found in the event log. The footswitch cable was replaced. The system was then tested and met all product specifications. (B)(4).

Event description:
The customer reported a system footswitch message displayed. The footswitch was switched out and the cases were completed. No pt injury was reported.